Event description:
It was reported the subject device had contact defects in the socket, communication error e30 and image failures during set up / inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E1 - facility name:(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failures contact defects in the socket and image failures were confirmed and reported failure communication error e30 was not confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction found during device evaluation was traced to component failure. Since reported failure communication error e30 was not reproduced, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.